Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are precise or smart stents but the catalog and lot numbers are not available. The exact implant dates are unknown. Dosluoglu, h. H., cherr, g. S., harris, l. M., & dryjski, m. L. (2007). Rheolytic thrombectomy, angioplasty, and selective stenting for subacute isolated popliteal artery occlusions. Journal of vascular surgery, 46 (4), 717-723. Doi:10.1016/j.jvs.2007.05.050. As reported in the literature by dosluoglu, h. H., cherr, g. S., harris, l. M., & dryjski, m. L. (2007). Rheolytic thrombectomy, angioplasty, and selective stenting for subacute isolated popliteal artery occlusions. Journal of vascular surgery, 46 (4), 717-723. Doi:10.1016/j.jvs.2007.05.050; occlusions occurred in two patients at six and twenty months after surgery. Both of these patients had initial smart or precise stent placements, and underwent successful thrombolysis followed by additional unknown stent placements to the proximal and distal ends of the previously placed stents. These have remained patent 22 and 36 months after the initial procedure, with patients then maintained on lifelong clopidogrel in addition to enteric coated acetylsalicylic acid (ecasa). The devices were not received for analysis. Additionally, as the sterile lot numbers are not available, the device history record (DHR) reviews could not be performed. Without the return of the device for analysis or procedural films, the reported event of ¿popliteal artery occlusion¿ could not be confirmed. Based on the limited information available, a conclusive root cause may not be determined. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion is a well known documented potential complications of this type of procedure and is listed in the instructions for use (IFU) as such. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Given the limited information available for review at this time, and without a lot number to conduct a DHR, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported in the literature by dosluoglu, h. H., cherr, g. S., harris, l. M., & dryjski, m. L. (2007). Rheolytic thrombectomy, angioplasty, and selective stenting for subacute isolated popliteal artery occlusions. Journal of vascular surgery, 46 (4), 717-723. Doi:10.1016/j.jvs.2007.05.050; occlusions occurred in two patients at six and twenty months after surgery. Both of these patients had initial smart or precise stent placements, and underwent successful thrombolysis followed by additional unknown stent placements to the proximal and distal ends of the previously placed stents. These have remained patent 22 and 36 months after the initial procedure, with patients then maintained on lifelong clopidogrel in addition to enteric coated acetylsalicylic acid (ecasa).